Manufacturer narrative:
The investigation for the high purge pressure has been completed. The pump was not returned for inspection. The data logs confirm high purge pressure and purge system blocked alarms. The high purge pressure was sustained for about 24 hours before it returned to normal levels aligning with tissue plasminogen (tpa) administration in patient updates. There were positioning related alarms during the case. The root cause of the high purge pressure was most likely biomaterial. H6 impact code 4644.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a 31-year-old male patient with caridomyopathy and other systemic comorbidities was implanted with an impella 5.5 device for mechanical circulatory support. While on impella support, heparin was withheld pending heparin induced thrombocytopenia (hit) panel. The panel was negative and heparin was resumed. Additionally, high purge pressure was observed. Cassette was changed. Tissue plasminogen activator (tpa) was started. D5 with bicarb was added to purge. Purge pressures eventually normalized.